Manufacturer narrative:
The manufacturer received the device, investigation is ongoing, other source documents were not provided for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a titanium screw tx8 2.7 x 20 mm on (B)(6) 2014, at which time the head of the screw sheared off. The surgeon was able to remove the screw.